Event description:
It was reported the patient expired. The patient presented with inferior wall myocardial infarction (mi). The physician shifted the patient to the intensive cardiac care unit (i.c.c.u) for observation. The patient was stable for 2 hours when he developed left ventricular ejection fraction (lvef) and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered and the patient was shifted to the cathlab for primary percutaneous coronary intervention (pci). The physician engaged the left main (lm) with a 6 fr. 3.5 non bsc guide catheter. Angiography was performed and revealed the left anterior descending artery (lad) was haziness with 95% discrete stenosis and timi 2 flow. A dopamine and noradrenaline infusion was started and the physician decided to proceed to pci to the lad with intra-aortic balloon pump (iabp) support. An 8 fr.- 30 cc iabp was passed through the left femoral artery and kept at 1:1 augmentation. The lesion was crossed with a non bsc guidewire and a 2.75x12mm liberte stent was implanted. Another angio was performed and revealed the stent was well deployed with timi-3 flow. Suddenly, patient experienced bradycardia and cardiac arrest. CPR was administered and external cardiac massage was started. An injection of adrenaline and atropine intra coronary was given while the dopamine and noradrenaline was purged. An injection of vasopressin bolus was also given. CPR and an ambu bag was administered for 30 minutes. The patient was shifted to iccu with inotropes & iabp support. After few minutes, patient expired.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported the cause of death was cardiac arrest and sick patient.